Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied. No visual abnormalities were observed with the instrument. The instrument was cycled the and the clip did not load, the pusher bar was observed not functioning properly. A manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. The trip lever out of position preventing the clips from loading properly. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, while on ligation of vessels, the device had an unknown issue. The surgeon changed the device and the case was completed. There was no patient injury.